Event description:
Per maude event report ((B)(4)) the chest tube system includes a stop cock valve that could be inadvertently placed in the closed position and potentially closed-off the system, causing harm to a pt.

Manufacturer narrative:
The atrium ocean series wet suction water seal chest drains are equipped with a suction control stopcock. The suction control stopcock is intended to conveniently regulate vacuum to the chest drain. It provides an effective control of suction control bubbling and allows for efficient use with any unregulated suction source. The stopcock should be on for the initial set up with regulated suction and should not be shut off during pt use. It is recommended that the stopcock remains open during gravity drainage. However, in a case where the suction control stopcock is inadvertently tuned off, the positive pressure release valve (pprv), located on the top of the drain, is tamper-resistant and operates automatically to release accumulated positive pressure. The pprv is designed to protect a pt with an active air leak against a potential pressure build up (i.e., tension pneumothorax) in the event that the suction tube (where air normally exits the chest drain) becomes obstructed (i.e., the tubing becomes kinked or occluded, or the stopcock is turned off). All of todays modern chest drains include this critical safety feature (pprv). W/o it, positive pressure would have the possibility of accumulating in the chest cavity with no alternative avenue for escape, significantly impairing a pt's breathing. If there was a situation where air cannot exit into the atmosphere through the suction tubing, the pprv would open instantly and automatically to release accumulated positive pressure. The pprv feature offers maximum airflow capacity with the "cracking" or opening pressure to activate the valve set at approximately 0.25 cm. This means with the water seal filled at the specified 2cm level, the chest drain will release any positive pressure greater than 2.25 cm h2o (0.25 cm plus the depth of the 2 cm water seal.) Atrium contacted hospital nursing education to review drain use. Complaints were reviewed and no other similar reports or concerns have been rec'd by atrium.